Event description:
During cardiac catheterization procedure, upon pullback of the wire, a snapping felt. The wire was able to be pulled completely out, however, noted that the dual lumen catheter had snapped at the neck area. Some pieces had prolapsed within the catheter while other pieces were retained within the long sheath. Upon further examination, all pieces of the catheter were found. In addition, fluoroscopy procedures done which did not identify any retained fragments in the patient. No adverse outcome to the patient.